Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. It was also noted that the keypad cover was peeling off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: the keypad cover was found to be peeling from the contrast button down to the ok button. During testing, the up arrow, down arrow and ok keypad buttons were intermittently unresponsive; the contrast button responded appropriately. The keypad cover was removed and contamination was found under the up arrow, down arrow and ok key contacts. The contrast button contact was found to be missing.